Event description:
The customer reported being hospitalized due to high blood glucose of 275 mg/dl. The customer stated that she believed her sensors were not functioning properly, and they were reading her blood glucose over 100 points off. The customer stated that the night before her stomach was upset and was feeling uncomfortable. When the customer woke up her blood glucose was 300mg/dl and then went to the hospital. The customer was experiencing high glucose for the past week. Troubleshooting was performed. The customer's most recent glucose reading was 257mg/dl and she has treated with the insulin pump. The programming time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.